Manufacturer narrative:
A request for additional info was requested from the user facility. The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the customer alleges that the blue bronchial connector spontaneously separated. This resulted in a leak in which the origin was hard to detect and translated in bad ventilation to the patient.